Manufacturer narrative:
The device history record was reviewed and there were no issues noted during production. All finished goods testing requirements were met prior to release. A cause for the event has not been established and the report cannot be substantiated. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "it was reported that during the surgery, the anchor was pulled out from the burr hole which was made with a punch. Therefore, the surgeon used a competitor's product for the surgery."